Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a small gap between a transfer set and cap of a uv flash set. The nurse reported that after changing the transfer set to new one, there was no gap in the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.